Manufacturer narrative:
E1 facility name- (B)(6) hospital. E1- address- (B)(6). E1 city - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device socket of the video processor is loose, the connection is not secure. The event occurred at setup. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d4, d8, g3, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: video does not come out when shaking due to defective socket/ no digital visual interface (dvi) output due to defective display port (dp) board. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: defective socket should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.